Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels ranging from 300 mg/dl to 400 mg/dl with large ketones for approximately the last 4 supply changes. The user addressed bg level with a manual injection. Reportedly, the user reverted to manual injections.